Event description:
An error message was reported with the abbott diabetes care (adc) device in use with samsung phone with 16 operating system version 2.13.1. The customer received a "replace sensor" message and was unable to obtain glucose readings. As a result, the customer experienced symptoms such as dizziness, loss of consciousness that resulted in a fall, causing a leg fracture. The customer was unable to self-treat, and an ambulance was called. Upon arriving, the customer was transported to a hospital where a glucose result of 1 mmol/l was obtained, and glucose was administered for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.